Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a potential no-fault procedural complication. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, mid left anterior descending (lad) coronary artery. After pre-dilatation with a unspecified balloon it was noted that the balance guide wire had caused a dissection distally in the artery. No treatment was performed for the dissection as it was confirmed to have resolved on its own. No clinically significant delay in the procedure was reported. There was no additional information provided.